Manufacturer narrative:
B3, b5.

Event description:
It was reported that an unexpected reset intermittently occurred. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that the pump reset unexpectedly. It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.